Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was in critical override. A technical support specialist (tss) dialed into the station and confirmed that the unit was no longer in critical override. The tss then dialed into the application server and identified that the critical override condition had been triggered due to a delayed synchronization, with the override end time recorded. An outbound call was placed to the customer to inform them that the issue had been resolved, and the case would be closed. The customer acknowledged the update, and the case was proceeded to closure. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station t6ac had critical override. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.